Manufacturer narrative:
The results of co's analysis could not confirm the reported product issue. Measurements of the internal diameter were found to be within specification. Catheter movement was tested wtih the seal of the valve tightened, similar to conditions found in the cardiac catheterization laboratory. Catheter movement was acceptable. Quality engineering concluded that the testing indicated that the silicone seal did effect the movement of the stent through the rotating hemostatic valve. Quality engineering has changed the silicone to coating to prevent any type of resistance. Quality assurance will monitor the device for this type of complaint. This MDR is considered closed by the quality assurance department.

Event description:
During a stent procedure, resistance was felt when passing a stent device through the rotating hemostatic valve (rhv). One stent was deployed without incidence. As the second stent was placed through the rhv resistance was felt. Since the physician felt that this resistance might damage the stent he proceeded to remove the stent delivery system. At this time it was noted that the stent had come off the delivery system and was lodged in the femoral artery. It was necessary to retrieve the stent through a contralateral approach.